Event description:
This event was raised to document the pain the patient is experiencing in his left hip following a prior revision surgery.

Manufacturer narrative:
An event regarding pain involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review by a clinical consultant concluded that the failure scenario for the left hip appears reasonably clear with an abnormality in friction of the mom bearing causing excessive metal ion release into the arthroplasty environment contributing to muscle tissue necrosis around the hip (¿pseudotumor¿) with pain and loss of functionality that incompletely recovered after revision surgery 4-years after primary arthroplasty. The residual complaints for both hips after revision surgery can be considered an adverse effect of scar tissue formation after abductor muscle necrosis in the left hip and scar formation after extensile exposure for revision of the right hip. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no relevant reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: while the root cause could not be determined for this event, a review of the event by a clinical consultant concluded that the residual complaints for pain after revision surgery can be considered an adverse effect of scar tissue formation after abductor muscle necrosis in the left hip. No further investigation for this event is possible at this time as insufficient information were received by stryker orthopaedics. Further information such as pre and post operative x-rays, patient history and case notes are required for further investigation. If devices or additional information become available, this investigation will be reopened.

Event description:
This event was raised to document the pain the patient is experiencing in his left hip following a prior revision surgery.

Manufacturer narrative:
This information in this report was provided by a solicitor from the UK. This event was raised to document the patient's ongoing pain following a revision procedure. The hip system currently implanted in the patient is unknown. Should additional information become available, it will be provided in a supplemental report upon closure of the investigation. Device not available.